Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific quality issue from this lot. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted without issue. The second clip delivery system (cds 90206u102) was advanced to the mitral valve. The leaflets were grasped, reducing the mr to 1-2. After the actuator knob was retracted during deployment, the clip arms opened several degrees. The clip was evaluated for several minutes and remained stable in this position. Both clips were stable and mr remained at 1-2. No further clips were implanted. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.